Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results, with two different meters, within 10 minutes: 203 mg/dl (aviva) and 100 mg/dl (nurse's meter). No adverse event reported. Requested return of suspect device and replacement was sent.